Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1st july 2024, it was reported by an arthrex employee via email that for an ar-5100-09, graftbolt®, tibial, 9 mm, the sheath was broken. This was detected during an arthroscopic anterior cruciate ligament reconstruction of the knee on (B)(6) 2024. The procedure was completed successfully as a new ar-5100-09 was used. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-5100-09 batch 14998772 was received for investigation. Functional testing was not performed due to the damage to the device. A visual inspection revealed that the sheath is cracked, and a piece of the device is missing. Additionally, damage to the sheath's threads was noted, likely due to excessive force. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) for the reported failure can be attributed to user error, improper bone preparation, misaligned insertion, or excessive forces through leveraging/prying the device.